Event description:
Patient experienced retroperitoneal bleeding post-procedure. Company representative met with physician to discuss case and gather more information. However, no further information could be obtained despite good faith efforts.